Manufacturer narrative:
Corrected data: h6 codes updated.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was dislodged. The dislodgement was discovered via fluoroscopy and was noted to cause failure to capture. The patient was asymptomatic. The physician had difficulties retracting helix of the rv lead. The rv lead was eventually repositioned, but then the helix would not extend. The rv lead was explanted and replaced. The patient was stable throughout the procedure.